Event description:
While wearing the external equipment, the patient reportedly experienced a sound perception problem followed by loss of lock. The patient was seen at the center for evaluation. External equipment was exchanged and programming adjustments were made. However, the reported problem was not resolved. Testing performed confirmed that the patient's device was not functional. Surgery to explant the patient's c1 device is to be scheduled.